Manufacturer narrative:
H3: a manufacturer rep went to the site to test the system. The system passed the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company rep. Patient information was provided. It was reported that the endoscope being in the field caused the em field to shrink. The event was resolved by aborting navigation. The issue was not able to be replicated.

Manufacturer narrative:
Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the site was experiencing tracking issues during the case. They registered normally and then when in navigate were unable to track their instruments. They had an endoscope in the field of view. Nothing was in the tracking window. The emitter was moved but it still would not track. It was recommended to try and move the emitter off in space to see if they can track the instrument there and also to utilize the tracking view when repositioning the emitter. The site decided to abort navigation. There was no patient impact. The procedure was delay by less than an hour.